Manufacturer narrative:
Despite the patient being taken to the ER by emt, no treatment was given as the patient's blood glucose had risen to an acceptable level with the treatment given by the emt. The device was returned to the manufacturer and testing was performed. The device performed as intended and no problems were found. Root cause of the reported event was unable to be determined.

Event description:
Patient reported receiving an incorrect reading of 100 using their blood glucose meter and then loosing consciousness. Ems was called and the patient reported that with the ems blood glucose meter, the reading was 40. Ems treated the patient and transported the patient to the ER.